Event description:
It was reported to resmed that an astral device displayed an error message (sf82) related to the alarm system. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation of the device confirmed the reported complaint of sf82 and identified sf140 related to alarm priority. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).